Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications in all leaflets. There was pannus overgrowth on the inflow sewing ring of the valve. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of all leaflets was slightly thicker than normal due to calcifications. Pericardial delaminations were detected in leaflets a and c. Some thrombus depositions were visible on almost all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on all surfaces. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Whitish areas due to tissue alterations were detected on almost all outflow surfaces. Mesothelial delaminations were visible on almost all surfaces. On leaflet a, mesothelial grooves were visible. Small thrombus depositions were visible at both posts. The pericardium was damaged by tweezers and scars were visible. On leaflet b, mesothelial grooves were visible. The mesothelial surface was locally wrinkled. Yellowish areas due to calcifications were detected. On leaflet c, at post 3 there was a hole. The mesothelial surface was locally wrinkled. At post 1 the pericardium was damaged by tweezers and scars were visible. Histological analyses were performed on samples taken from leaflets a and b. In leaflet a, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic and vegetating calcifications. In leaflet a, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. The pericardium of leaflet b was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. Red blood cells were visible on leaflet a. Inflammatory cells were present on leaflets a and b. Thrombus depositions were visible on the mesothelial surface of leaflet a. In leaflets a and b, gram stain showed some gram + bacteria. This mitroflow valve was explanted after 3 years and 7 months due to a reported prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Calcification can also cause stenosis due to cuspal stiffening. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase.

Event description:
On (B)(6) 2017 the manufacturer was notified of a mitroflow lxa size 21 that was explanted on (B)(6) 2017 after 3.62 years. The device had been implanted on (B)(6) 2013. Prior to explant the physician commented there were deteriorating findings on echocardiography. CT scan showed normal coronary arteries, but the right ventricle was quite close the back of the lower portion of the sternum and therefore the physician elected to use groin cannulation prior to sternotomy. Redo sternotomy groin cannulation was performed on (B)(6) 2017, pericardial adhesions were quite dense. The previously inserted mitroflow lxa21 valve had calcification of all leaflets, especially the one opposite the right coronary. It was significantly stenosed. There is no evidence of infection and there is only a minimal leak upon it. The aorta was opened and the aortic valve excised and a size 21mm tri-fecta valve was inserted using 2.0 tricron with lv pledgets. The valve seated well and both coronary arteries were clear. The aortomy was closed with a 4.0 prolene single layer and reinforced with coseal glue. The heart was deaired and the cross clamp released returning ventricular fibrillation settling to sinus rhythm with external dc shock. At temperature the heart separated from bypass with good overall action and satisfactory appearance on toe. The heart was decannulated and protamine administered. One pericardial drain tube two right ventricular pacing wires. Heavy sternal wires. Subcuticular and subcutaneous vicryl and dexon closure with nylon to the rectus sheath. The patient returned to post op in a haemodynamic state. The physician commented that the patient is progressing well following the explant.